Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening, wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a five striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated edge opening on posterior side due to surgical damage. Two striated edge opening on anterior side due to surgical damage. A striated edge opening on radius side due to surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.